Event description:
It was reported that the pump malfunctioned after getting wet when the customer wore it in the shower. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact from the event. Technical support provided pump reset information and assisted the customer in resetting the pump.